Event description:
It is reported that the surgeon felt the stem should have gone another centimeter deeper into the femoral canal.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the condition and dimensions of the stem and rasp are unknown. It is unk if any further action was taken to remedy the stem sitting proud or if it was left in place as it was. Pt demographics are known, however, the bone quality and bony anatomy are unk. No surgical notes or x-rays were provided. It is unk if the proper surgical technique was followed when implanting the stem. Mating instrumentation used is also unknown. The surgical technique states that "the porous surface is 0.5mm proud (per surface) in the proximal area. Thus the implant is 1mm larger than the rasp in both the a/p and m/l dimensions." This implant design is intended to provided greater rotational stability than the rasp. The surgical technique also states that, "if the implant does not advance with each strike of the mallet, stop insertion and remove the component. Then, rasp or ream additional bone from the areas that are preventing the insertion and insert the component again." It is possible that the bone quality and/or anatomy of the femur were not appropriate for this size implant. If the pt had very hard cortical bone or a narrow intramedullary canal, the implant may not have been able to advance all the way into the femur. Based on the info provided, a definitive cause for this issue cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.